Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with intraperitoneal (ip) vancomycin injections (inj.) (1 gram stat dose), ip amikacin inj. (500mg stat dose followed by 100mg once daily, duration not reported), and fortum inj. (1g once daily, route and duration not reported) for the peritonitis event. Action taken with dianeal therapy was not reported. The patient was reported to be recovering from the peritonitis event. Additional information was requested but is not available. This is report 2 of 3 involved in this event.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The reported product is an unknown baxter titanium adapter. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).